Manufacturer narrative:
As per engineering evaluation of the provided photos, the balloon was torn and the distal tip of the delivery system was separated, which indicates that there was withdrawal difficulty. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A photograph was provided and shows the crimp balloon torn with missing inflation balloon/distal tip confirming the complaint. In addition, the photo reveals part of the damaged delivery system (cut stretched spring) sticking out of the shaft housing confirming withdrawal difficulty. During manufacturing process, the entire delivery system is visually inspected and tested several times. During inspection the balloons are inspected for critical dimensions and visually inspected for defects such as: witness lines, contamination, mechanical damage, deformation, crow¿s feet, fish eyes, gel spots, and scratches. A sample of balloons are burst tested and an additional visual inspection is done. Upon the completion of crimp balloon molding and annealing, the crimp balloons are 100% dimensionally and visually inspected for the following: distal and proximal length, distal and proximal ids, single/double wall thickness, general appearance/gross defects (unaided eye visual inspection), foreign matter, impurity/contamination (under 8 x magnification) and appearance of fish eye and gel spots. The laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. After bonding, devices are 100% inspected to ensure that the guidewire shaft is fully inserted into the nose tip and there are no large bubbles in the bond area. After the fold and pleat process the balloon is 100% inspected for fold lines and distorted/pinched folds. During final inspections the delivery system undergoes 100% final inspection of the entire device for the following: missing components, incorrect assembly, device damage, contamination, nose to tip balloon bond for smoothness and leak channels, inflation and crimp balloon for distorted /pinched folds, wrinkles, and waviness. The crimp balloon to balloon shaft bond is inspected for bubbles, exposed wires, and smoothness of the weld joint. The commander delivery system is 100% leak tested. During product verification (pv) testing is performed on lot samples, the delivery system is inspected (among other inspections) for kinks, cracks, missing components, and nose tip/inflation balloon bond. The balloon inflation / deflation time is tested. The balloon burst pressure after fatigue is tested. The balloon is visually inspected for tears or separation in the inflation/crimp balloon bond. Testing was performed on the inflation balloon/crimp balloon tensile force, balloon to nose tip tensile and balloon spring to guidewire shaft tensile testing and met statistical requirements. The lot met statistical requirements as requirement for lot released. All samples passed pv testing. The above inspections during the manufacturing process and testing performed during pv testing support that it is unlikely a manufacturing non-conformance contributed to the reported. A device history record review was performed and revealed no manufacturing non-conformances that would have contributed to the event. A lot history review revealed no other complaints related to balloon ¿ torn, delivery system ¿ withdrawal difficulty ¿ valve through sheath or distal tip, nose tip, separated. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the valve was not deployed and was successfully retrieved from the patient. A second sapien 3 valve was used and the procedure was completed successfully. Based on photos provided by the site, the event for balloon torn, withdrawal difficulty, valve through sheath and distal tip, nose tip, separated was able to be confirmed. However, due to the unavailability of the device, engineering was unable to perform visual, dimensional, and functional analysis. As a result, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR, lot history, and complaint history did not reveal any manufacturing non-conformances which could have contributed to the complaint. Furthermore, a review of IFU/training materials revealed no deficiencies. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra): per device training materials, valve alignment should be done in a straight section of the vasculature. If the physician performed the valve alignment process in a tortuous anatomy, it may have resulted in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. Although it was reported that valve alignment was performed in a straight section, per the complaint description, the patient had medium calcification of the annulus and tortuous aorta, which could have caused high valve alignment forces and valve diving. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a balloon tear. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. As reported, ¿catheter was broken trying to remove the valve from the sheath¿, it is likely that the torn balloon got caught on the sheath tip, or the wings of the torn balloon got caught on the sheath tip. In addition, it is likely that high forces were used when attempting to retrieve the delivery system through the sheath. As the balloon was torn and withdrawal difficulty was experienced with the device caught at the sheath tip, the withdrawal force would have been imparted on the nose tip to guidewire shaft bond, causing the device to separate at the distal tip, nose tip. Therefore, the complaint is attributed to procedural factors (tortuosity, withdrawal of torn balloon, and excessive delivery system manipulation) may have contributed to the reported event. This incident would have caused interference with the sheath tip when the delivery system was withdrawn. Therefore, the complaint is attributed to procedural factor (withdrawal of torn balloon). The complaint was confirmed but no manufacturing non-conformances were identified during the evaluation. In this case, available information suggests that patient and/or procedural factors (tortuosity, high valve alignment forces, withdrawal of torn balloon, and excessive delivery system manipulation) may have contributed to the reported events. Since no product non-conformances or IFU/training inadequacies were identified, and the occurrence rate did not exceed the july 2018 control limits for the applicable trend categories, no corrective or preventive action is required at this time. Per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in a product risk assessment. In addition, to address the emerging trend in ic bond complaints, a CAPA is being updated.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, during implant of a 26 mm sapien 3 valve in the aortic position with no bav, valve alignment was performed in a straight section of the aorta. At the time of deployment, the balloon could not be inflated and under negative pressure, aspiration of blood was seen in the inflation device. The whole system was retrieved and the catheter was ¿broken¿ trying to remove the valve from the sheath. A new valve and new sheath were used with success. The patient had medium calcification of the annulus and a tortuous aorta. The device was discarded at the hospital.